Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited helix damage and could not be extended. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.